Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer's blood glucose was 190mg/dl at the time of the incident. Customer stated that they noticed air bubbles during therapy and that the air bubbles were in bottom of reservoir. Customer was advised best practices for insulin handling. Customer stated that they check for air bubbles multiple times a day. Customer declined to continue troubleshooting. The reservoir will not be returned for analysis.